Event description:
Boston scientific received information that this patient presented with signs of infection around the pocket. Oral antibiotic therapy has ensued. All products remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.